Event description:
A hospital in another country, reported to our distributor that a mr210 humidification chamber leaked water when used at circuit pressure. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep: the actual device was visually examined and pressure tested. Results: on visual inspection no damage was found, the device though did not pass the pressure test. The chamber base thickness was found to be out of specification. This indicates that the aluminium base was not rolled properly at the time of manufacture. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the device failed during the manufacturing process.